Manufacturer narrative:
H10: the customer biomedical engineer (bme) reported the power management (pm) printed circuit board assembly (pcba) failure was confirmed by testing the device with a known working pm pcba. The pm pcba was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme). The bme determined the fourth generation power management (pm) printed circuit board assembly (pcba) had failed. The rse provided the customer the part details for the pm pcba for replacement order.